Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and determined the event was probably caused by a dirty sample probe. The customer performed the two-week maintenance, which included cleaning the probes. The customer performed calibrations and qcs with acceptable results. The customer performed a patient result comparison test with another module; the results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect nafor gen.2 results from five patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide three examples of discrepant results: the initial results were reported outside of the laboratory. A delta check was performed which prompted the rerun of the patient samples. Specimen ID (B)(6): the initial result from the analyzer¿s ion-selective electrode (ise) module 3 was 149 mmol/l. The first repeat result from the ise module-4 was 143 mmol/l. The second repeat result from the ise module-2 was 143 mmol/l. Specimen ID (B)(6): the initial result from the analyzer¿s ion-selective electrode (ise) 3 was 153 mmol/l. The first repeat result from the ise module-4 was 143 mmol/l. The second repeat result from the ise module-2 was 143 mmol/l. Specimen ID (B)(6): the initial result from the analyzer¿s ion-selective electrode (ise) 3 was 154 mmol/l. The first repeat result from the ise module-4 was 145 mmol/l. The second repeat result from the ise module-2 was 145 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification and g4 PMA / 510k (premarket numbers) were updated. The field service engineer stated that the customer resolved the issue after they performed every two weeks-maintenance. Product labeling states "every 2 weeks maintenance cleaning the rinse stations ¿ ise to prevent bacterial growth or precipitation that can clog the rinse station, clean the rinse station of the sample probe." After the service visit, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.